Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Event description:
Related manufacturer reference number: 2938836-2020-00746. It was reported that when the patient presented in clinic for a follow up, the battery longevity on the pacemaker was estimated at 1.6 years. However, it was at 2.4 years 6 months ago and 3.5 years 6 months prior to that. When the device was implanted in 2010, the estimation was at 8.6 years. The battery longevity appeared to be dropping quicker than expected between checks. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2938836-2020-00746. It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event.